Event description:
Per the surgeon's report, the pt developed a skin flap infection and the device began to extrude. The device was explanted. The pt may be implanted on the contralateral side.

Manufacturer narrative:
This is a final report.